Event description:
It was reported that the hand control mdu heated up. No injuries or complications were reported as a result.

Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse. The oscillate function was tested for 5 minutes of continuous performance with no overheating. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. Test blade did not overheat when used correctly with irrigation. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.